Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the freestyle libre 2 reader would not turn on with either button press or test strip insertion. The caller indicated that the customer required medical treatment due to this issue, but was unable to provide any further information. There was no report of death or permanent injury associated with this event.